Manufacturer narrative:
Investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The distal tip of the soft cannula was manually occluded and no leaks were present. Although the cannula was damaged, the timing and cause of the damage is unknown. The data download returned an 0x18 advisory, signaling that the reservoir had been emptied.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56. Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose levels reached 312 mg/dl while wearing the pod between 4 and 24 hours. Patient noticed pod was leaking and smelled insulin. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a bolus was delivered after the event. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).